Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2020. The customer¿s blood glucose level was over 900 mg/dl at the time of incident and the current blood glucose level was 306 mg/dl. The customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they contacted their health care professional regarding the high blood glucose. Customer was alleging insulin pump was under delivering. Customer was unable to complete carelink upload. Customer stated that insulin pump had passed displacement test and high performance test. The insulin pump will be returned for analysis.